Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered seven shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored episodes. Ts discussed the troubleshooting performed as well as programming options. This device remains in service. No additional adverse patient effects were reported.